Event description:
A report was received from a user facility in (B)(6) stating that while the aspiration was present, the cutter would not cut. There was no pt injury reported.

Manufacturer narrative:
The product is not available for return; it has been discarded by the facility. The sterilization and lot history records were reviewed and found to be acceptable.